Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4) was used due to additional intervention.

Event description:
It was reported that the patient with this left ventricle (lv) lead experienced an infection and was admitted into the hospital. The patient was treated with IV flucloxacillian and discharged a few days later. The product remains in-service. No additional adverse patient effects were reported.